Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain in reproductive area, more in the left side') in a female patient who had essure (batch no. 952105) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pelvic discomfort ("discomfort in reproductive area, more in the left side"). On an unknown date, the patient experienced infection ("infection"), libido decreased ("low libido"), depression ("depression"), panic disorder ("panic symptoms") and dyspareunia ("dyspareunia"). The patient was treated with surgery (hysterectomy scheduled to (B)(6) 2021). Essure treatment was not changed. At the time of the report, the pelvic pain, pelvic discomfort, infection, libido decreased, depression, panic disorder and dyspareunia outcome was unknown. The reporter considered depression, dyspareunia, infection, libido decreased, panic disorder, pelvic discomfort and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2015: both essures visualized. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain in reproductive area, more in the left side') in a 39-year-old female patient who had essure (batch no. 952105) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pelvic discomfort ("discomfort in reproductive area, more in the left side"). On (B)(6) 2021, the patient experienced procedural pain ("heavy pain pelvic left side after salpingectomy bilateral "). On an unknown date, the patient experienced infection ("infection"), libido decreased ("low libido"), depression ("depression"), panic disorder ("panic symptoms"), dyspareunia ("dyspareunia"), salpingitis ("chronic salpingitis") and fallopian tube congestion ("tubal congestion"). The patient was treated with bromopride (bromoprida), cefalexin (cefalexina), ketoprofen (cetoprofeno), omeprazole (omeprazol), ondansetron hydrochloride (vonau), paracetamol, tramadol hydrochloride (tramal) and surgery (essure removal via salpingectomy bilateral on (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, pelvic discomfort, infection, libido decreased, depression, panic disorder, dyspareunia, salpingitis, fallopian tube congestion and procedural pain outcome was unknown. The reporter considered depression, dyspareunia, fallopian tube congestion, infection, libido decreased, panic disorder, pelvic discomfort, pelvic pain, procedural pain and salpingitis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2021: macroscopy: 1 - right tube measuring 6.0x0.7 cm, covered by smooth serous and brown surface. To cuts, light is virtual. 2 - right tube measuring 6.0x0.8 cm, similar to contralateral. Diagnosis 1 and 2 tubal congestion, chronic salpingitis. Ultrasound scan vagina - on (B)(6) 2015: both essures visualized. Lot number: 952105 manufacturing date: 2012-02 expiration date: 2015-02. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 11-jun-2021: the follow information were updated patient´s information, details, lab test, essure stop date, fallopian tube congestion, chronic salpingitis, postoperative pain. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain in reproductive area, more in the left side') in a female patient who had essure (batch no. 952105) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pelvic discomfort ("discomfort in reproductive area, more in the left side"). On an unknown date, the patient experienced infection ("infection"), libido decreased ("low libido"), depression ("depression"), panic disorder ("panic symptoms") and dyspareunia ("dyspareunia"). The patient was treated with surgery (hysterectomy scheduled to (B)(6) 2021). Essure treatment was not changed. At the time of the report, the pelvic pain, pelvic discomfort, infection, libido decreased, depression, panic disorder and dyspareunia outcome was unknown. The reporter considered depression, dyspareunia, infection, libido decreased, panic disorder, pelvic discomfort and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2015: both essures visualized. Lot number: 952105, manufacturing date: 2012-02, expiration date: 2015-02. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 15-feb-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain in reproductive area, more in the left side') in a 39-year-old female patient who had essure (batch no. 952105) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pelvic discomfort ("discomfort in reproductive area, more in the left side"). On (B)(6) 2021, the patient experienced procedural pain ("heavy pain pelvic left side after salpingectomy bilateral"). On an unknown date, the patient experienced infection ("infection"), libido decreased ("low libido"), depression ("depression"), panic disorder ("panic symptoms"), dyspareunia ("dyspareunia"), salpingitis ("chronic salpingitis") and fallopian tube congestion ("tubal congestion"). The patient was treated with bromopride (bromoprida), cefalexin (cefalexina), ketoprofen (cetoprofeno), omeprazole (omeprazol), ondansetron hydrochloride (vonau), paracetamol, tramadol hydrochloride (tramal) and surgery (essure removal via salpingectomy bilateral on (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, pelvic discomfort, infection, libido decreased, depression, panic disorder, dyspareunia, salpingitis, fallopian tube congestion and procedural pain outcome was unknown. The reporter considered depression, dyspareunia, fallopian tube congestion, infection, libido decreased, panic disorder, pelvic discomfort, pelvic pain, procedural pain and salpingitis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2021: macroscopy: 1 - right tube measuring 6.0x0.7 cm, covered by smooth serous and brown surface. To cuts, light is virtual. 2 - right tube measuring 6.0x0.8 cm, similar to contralateral. Diagnosis 1 and 2 tubal congestion, chronic salpingitis. Ultrasound scan vagina - on (B)(6) 2015: both essures visualized. Lot number: 952105 manufacturing date: 2012-02 expiration date: 2015-02. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 23-jun-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.